Manufacturer narrative:
A cardioquip customer submitted an hpc test due to suspected device contamination to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. These options would return the device to specification. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection have not been received by cardioquip yet.

Event description:
A cardioquip customer performed an hpc test on their device due to suspected contamination. Hpc test results outside of cq specifications for water quality were received on 07/28/2025, indicating device contamination.